Manufacturer narrative:
Based on information provided, it cannot be determined when the foreign body alleged to be v.a.c. Foam was inadvertently left in the wound. The foreign body was not returned to kci for identification; therefore, kci was unable to confirm identity of the foreign object. There was no alleged product malfunction. This report is being filed due to possible user error. Device labeling, available in print and online, states: v.a.c. Foam dressings are not bioabsorbable. Always count he total number of pieces of foam removed from the wound and ensure the same number of pieces of foam was removed as placed. Foam left in the wound for greater than the recommended time pt may faster in-growth of tissue into the foam and create difficulty in removing foam from the wound or lead to infection or other adverse events.

Event description:
The following information was reported to kci by the nurse: on (B)(6) 2011, v.a.c. Therapy was initiated. On (B)(6) 2011, v.a.c. Therapy was discontinued. On (B)(6) 2012, the nurse reported that on (B)(6) 2012, the pt underwent an incision and drainage of the right ischium wound. The surgeon found a piece of foreign material alleged to be a piece of v.a.c. Granufoam. The wound was debrided and v.a.c. Therapy was applied. The pt is doing well.